Event description:
A patient undergoing continuous renal replacement therapy on a prismaflex machine and a prismaflex m 100 set had an estimated blood loss of 300 ml when the blood in two extracorporeal circuits was not returned to the patient following air ingression into the circuits. Following the blood loss events, the patient reportedly became hypotensive and levophed drip was started to stabilize his blood pressure.